Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020 for 2 days. The customer¿s blood glucose level was 638 mg/dl at time of incident. The customer declined troubleshooting. The customer was treated with insulin shots. Insulin pump's active button was not working. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0870 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No button error alarm or unresponsive buttons noted. All buttons functions properly. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd board was found locked properly. Device uploaded properly using care link. Device had scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).